Event description:
Seven of nine pts developed problems with their dialyzers while they were receiving their normal dialysis therapy. The blood leak alarms went off and they were switched to other dialyzers. Nine to thirteen hours later seven pts developed the following symptoms: conjunctivitis, corneal opacification, optic neuritis with scleral opacification, and blindness (they could not see light), also sensory hearing loss and severe hyperesthesias. Two pts had a cardiac arrest, one 54 yr-old woman remains "brain dead". The dialyzer being used for therapy on the seven pts was a cellulose acetate membrane dialyzer which was mfg about twelve yrs ago according to the MFR. It is not clear why the technician picked these old inventory dialyzers for use that day. All seven dialyzers were discarded and the five of the same lot on the shelf in the storage area were also tossed out by the technician before any of the pts exhibited the above symptoms.